Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was trying to clip the cystic artery when the jaws stuck. The surgeon tried to manually open the device then eventually the jaws came apart. It took excessive force to open the device. There was no tissue damage. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). No incident related to the reported event was observed during the batch record review.